Event description:
38 y/o came into ER with head trauma. Pt combative and intoxicated. Elective intubation attempted--difficulty in determining placement and ventilating pt. Multi-attempts--same problem. Pt fibreoptically intubated by anesthesia--ambu bag changed immediately pt was fine. Believe problem with expiration valve of ambu bag. Pt sustained pneunothorix believed to be secondary to faulty bag.